Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect has been identified on the returned instruments which could be responsible of the event. Extra load applied to the gears mechanism during the cut of the vertebral endplate may induce an important friction wear responsible of the damage of the gears teeth and the metal debris up to the locking of the cutter mechanism. No deviation or no non-conformance to specifications has been recorded for the lot number em12e008. Deviation or non-conformance to specifications has been recorded for the lot number em10g0534. This nonconformance was related to discoloration and extra digit added to the lot number. Those deviations did not affect the mechanical properties of the instrument.

Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that during the procedure, the cutters jammed and the milling process. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.